Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a (B)(6) medical advisor and forwarded by our local affiliate ((B)(4)). This case involves a (B)(6) female patient who received her first injection of poly-l-lactic (sculptra) on an unk date. Dilution volume was 1:6 and it was injected all over the face, in several areas (nos) including her eye ring. No relevant medical history was reported and concomitant medication info was not mentioned. Twenty days after her first treatment, the pt developed a lump with liquid content on each eye ring. One was of an unk size, and the other was the size of a pea. Corrective treatment included distilled water, but the lumps worsened. On an unspecified date, triamcinolone (trigon) was injected intralesionally. Event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: possible.